Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they were in extreme pain and thought it was part of the process for shifting teeth. After several days and the pain not subsiding patient noticed their tooth had become discolored. Patient was seen by their dentist and was referred to endodontic specialist that completed a root canal and restoration on #8. Patient provided letter from dentist, but no clearance to continue treatment mentioned. Requesting patient to have letter from dentist granting clearance to continue aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.